Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the battery on this pacemaker was less than three months for which the patient was admitted for device replacement. While hospitalized, it was noted that the patient rhythms dropped to fifty beats per minute (bpm), it was suspected that the device prematurely reached end of life (eol) battery status; however, this was not confirmed as the device was not interrogated. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that the battery on this pacemaker was less than three months for which the patient was admitted for device replacement. While hospitalized, it was noted that the patient rhythms dropped to fifty beats per minute (bpm), it was suspected that the device prematurely reached end of life (eol) battery status; however, this was not confirmed as the device was not interrogated. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information was received stating that prior to the explant of this pacemaker it could not be interrogated. In addition, when in electrocautery mode, the device would not provide pacing as expected. No additional adverse patient effects were reported. This device has been returned for analysis; however, results of investigation are not available at time of submission of this report. A report will be submitted once results of investigation become available.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.